Event description:
It was reported that the device showed non-sustained tachycardia (nst) episodes of unknown origin on the electrogram (egm). The patient was symptomatic and had experienced ventricular arrhythmias. Appropriate therapy was delivered and the rhythm was converted successfully. The cause of the nst episodes could not be determined from the egm and it was speculated there may be double-counting of premature ventricular contractions (pvcs). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).